Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative regarding a patient who was implanted with a neruostimulator for failed back surgery syndrome and spinal pain. Information was reported that a patient was experiencing intermittent stimulation and then a jolting sensation was felt briefly when he went to sit and pushed against the back of the chair. The patient was also getting ¿like a jolt¿ if he gets into a weird position. The caller ran impedance values at .7v and was seeing all impedances >10k and some were displaying as xxx. The caller reran the impedances at 3v and everything with 0was >40k with 13 as a reference everything was 40k, except 11, 14, and 15. The caller reprogrammed and with a reference of 0 1-7>40k, 8-13>40k, everything else was xxx. Advised the caller to perform a short prm with the recharger. He did that and reran the impedances at 3v, he was getting the same measurements that he got the first time at 3v. The caller added that the ins is placed in the lateral flank, in a love handle. The patient manipulates the battery aggressively and states he can almost flip it all the way around. The caller added over the last month the patient had been using a heating pad, but it is not over the ins. Reviewed that we would not expect that to do anything. No further complications have been reported. No further symptoms have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that the consumer had reported that there was a loss of stimulation and shocking starting about 3 weeks prior to the report in (B)(6) of 2017. The patient¿s device stopped working. He turned it on and he didn't feel a thing. An x-ray image of the pocket was ordered. No further complications were reported.